Event description:
It was reported that an episode of oversensing or non-capture was observed on the right ventricular (rv) lead while the patient was being weaned off of a ventilator. Capture and sensing measurements were later within normal limits and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator (B)(6) 2013. (B)(4).